Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgery was extended by 90 minutes due to difficulty seating the liner into the shell.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).